Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs300 english 110v domestic intra-aortic balloon pump (iabp) had inaccurate nibp pressures. There was no patient harm or injury reported.